Manufacturer narrative:
Final product manufacture and qc record for cov1110122. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr.the test results of retention samples from cov1110122 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
False positive result (s). User received two faintly positive results on (B)(6) 2022. They then received a pcr test on (B)(6) 2022 and received a negative results on (B)(6) 2022.